Event description:
This is a periodical follow up report related to previously submitted FDA medsun report regarding medline nitrile examination glove failures. Between (B)(6) 2026, there were 11 total reports of glove failures experienced across 5 facilities and 4 [redacted] networks. An estimated at least 530 nitrile examination gloves failed in this time period. Types of issues/failures included: tears/rips, gloves stuck together, missing parts of gloves, inconsistent glove thickness, size too large, and size too small.